Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) developed peritonitis due to a leak that occurred with the fresenius cycler cassettes. In additional follow-up, the patient¿s pd nurse stated the patient experienced a leak with the fresenius cassettes (lot unknown) on 4 different occasions. It was reported the patient experience a leak on (B)(6) 2024 (the other dates are not known). Subsequently, on (B)(6) 2024, the patient was hospitalized after experiencing the leak (which is a breach in sterility) with the fresenius cassettes. While hospitalized, the patient had a pd culture obtained. However, the nurse did not have pd culture results available. Regardless, the patient is being treated with intra-peritoneal (ip) vancomycin 1 gram every 5 days through (B)(6) 2024 for peritonitis. On (B)(6) 2024, the patient was discharged home and continues pd with the same cycler. Per the nurse, the patient is recovering from the event. The patient¿s nurse was not able to identify what may have caused the leak with the fresenius cassettes. It was stated that the cassettes have been discarded and lot number is not available. The nurse stated the patient will be seen in the outpatient pd clinic to be observed with how she sets up the treatment to see if there is user error. Regardless, the peritonitis was attributed to the reported leak from the fresenius cassette due to this breach in sterility.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. It was reported that the patient experienced a leak with the liberty cycler set prior to hospitalization which is a breach in the sterility of the pd pathway. Currently, it is unknown what may have caused the leak to occur. The product has been discarded and lot number is not available. A breach in the sterility of the pd pathway is a known potential cause for peritonitis. Therefore, based on the information available, the liberty cycler set cannot be excluded from this event.

Event description:
It was reported that this patient on peritoneal dialysis (pd) developed peritonitis due to a leak that occurred with the fresenius cycler cassettes. In additional follow-up, the patient¿s pd nurse stated the patient experienced a leak with the fresenius cassettes (lot unknown) on 4 different occasions. It was reported the patient experience a leak on (B)(6) 2024 (the other dates are not known). Subsequently, on (B)(6) 2024, the patient was hospitalized after experiencing the leak (which is a breach in sterility) with the fresenius cassettes. While hospitalized, the patient had a pd culture obtained. However, the nurse did not have pd culture results available. Regardless, the patient is being treated with intra-peritoneal (ip) vancomycin 1 gram every 5 days through 11/4/2024 for peritonitis. On (B)(6) 2024, the patient was discharged home and continues pd with the same cycler. Per the nurse, the patient is recovering from the event. The patient¿s nurse was not able to identify what may have caused the leak with the fresenius cassettes. It was stated that the cassettes have been discarded and lot number is not available. The nurse stated the patient will be seen in the outpatient pd clinic to be observed with how she sets up the treatment to see if there is user error. Regardless, the peritonitis was attributed to the reported leak from the fresenius cassette due to this breach in sterility.